Event description:
On 04/17/2024, it was reported by a facility representative via sems-06541976 that an ar-11210 large punch left a piece of metal in the patient. This occurred during a procedure where the metal was taken out, and the patient was okay.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is not confirmed. One unpackaged ar-11210 large punch lot number: 22104 was received for investigation. Visual evaluation of the device noted some discoloration and scratches on the palm. The most likely cause for this can be attributed to wear and tear. It was further noted that the shaft of the device was bent towards the right. The most likely cause for this can be attributed to misuse/mishandling due to the damage to the device. The ar-11210 large punch was further examined under a magnifier and the device was observed to be fully intact, no missing pins, parts, or fragments were observed. Functional testing was performed and it was noted that the device functions as intended and was able to cut through the test sheet. Refer to investigation photos.

Manufacturer narrative:
Correction: b3. Additional information: b5, g3, h6.

Event description:
Additional information was provided on 04/21/2024 where the facility representative stated that this event occurred during a knee arthroscopy on (B)(6) 2024. The surgeon was using the instrument to cut the meniscus and a metal fragment was discovered while using the instrument. An alternate instrument was used to complete the procedure.